Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, vomiting and abdominal pain for one day. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with fortum, cefazolin, and gentamicin antibiotics (dosages, routes, durations and frequencies not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.